Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -7.5/2.0/088 (sphere/cylinder/axis) was implanted into the right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted and removed. Reportedly, "oversized lens." On (B)(6) 2022, a different model, smaller length lens was implanted and the problem was resolved.

Manufacturer narrative:
Patient identifier: unk. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).